Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The functional testing could not be completed due to the alarm. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the insulin pump was dropped and the drive support cap was sticking out. The customer also received a prime rewind alarm. It was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.